Manufacturer narrative:
Section h10: (h3) the evaluation noted that upon "review" of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint over the course of the last 5 years.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported a knee revision for instability in 2013. The surgeon did a poly exchange only and implanted a 8mm proximal tibial spacer with a 9mm insert. This information was included in communication for another event. Devices have been disposed of per hospital policy. All available information has been received at this time.